Event description:
It was reported that the ventilator generated alarm indicating leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information, replacement of the patient circuit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The purpose of patient circuit's is delivering and exchanging gases. The volume of the patient circuit used during pre-use check should be the same as during ventilation. If the patient circuit is changed after the pre-use check is completed, perform a new patient circuit test. Review of the provided device's logs confirm occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms (expiratory minute volume low, high respiratory rate, leak too high, excessive leak) are indicating that there is leakage in patient circuit. Our conclusion is that there is no evidence of ventilator malfunction. The ventilator generated appropriate alarms in response to the leakage in the patient circuit.